Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, force bipolar jaw was not straightening properly. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A return material authorization was issued to the customer requesting to have the device returned. The customer provided an image of the instrument's housing with no obvious damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a severely bent grip tip with severe misalignment of the grip-tips causing issue reported by the customer. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.